Event description:
Perineural catheter attached to an elastomeric disposable delivery device for mgmt of post-operative surgical pain. Device filled with local anesthetic. Event#1: pump was to infuse at 8 ml/hr but infused 115 ml over 4 hr time period. Event #2: pump was changed to a new pump and same event happened; second event 100 ml infused over 4 hrs. Pump was discontinued. Dose or amount: 8 ml/hr; frequency: continuous infusion; route: perineural. Dates of use: (B)(6) 2010 to (B)(6) 2010. Diagnosis or reason for use: s/p crush injury and surgery. Using pumps for nerve block analgesia. Event abated after use stopped or dose reduced: yes.